Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
The customer reported that the touchscreen is damaged. The customer reported that the unit was not in use on patient. The issue was discovered during performance verification test (pvt). The customer contacted product support and requesting v60 parts. Product support provided biomed with the part # for the v60 touchscreen and data acquisition board. Part # 453561539061 rp-touch screen, v60 . Part # 453561512561 rp-pcba, data acquisition, v60 . The customer has advised to close the case. Biomed will call back if they have any additional questions. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. The biomed ordered a touchscreen through no engineer material only contract.